Event description:
The customer contacted physio-control to report that their device displayed the charge-pak and attention icons. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed that the device would not remain powered on. Therefore, the device would not be able to provide defibrillation therapy if needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed on the analog pcb assembly that the battery tabs of internal hybrid layer capacitor (hlc) battery, designator bt1 was broken. It was also observed that the speaker assembly had rotated and had become loose from the case speaker housing and that the main capacitor was dented. Physio has determined that the observed damage to the device is consistent with misuse/abuse due to impact damage. The customer was sent a replacement device.